Event description:
It is reported that a customer was hospitalized for a diabetic ketoacidosis. The customer's blood glucose was not recorded at the time of the call. The customer was transferred to the help line for assistance. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.